Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: difficult to remove; time of malfunction: during closure procedure; symptoms/ae: none. It was reported that a physician, in training in the use of the starclose device, achieved right femoral arteriotomy closure after an interventional procedure. The device was difficult to remove; however it was manually removed without any patient injury. Hemostasis was achieved with the starclose clip. There was no adverse patient sequela. Though requested, no add'l info was available.